Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation failed during surgery due to a defect/foreign material in the infusion sleeve. The irrigation failure made it difficult to maintain the anterior chamber. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The sample was visually inspected and the issue was confirmed, a piece of silicone was observed in the tip of the infusion sleeve at the punch holes. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for their internal investigation; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).